Event description:
It was reported that during a prior to a routine device changeout, noise was observed on the right ventricular lead. The physician opted to cap and replace the lead during the scheduled procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.